Event description:
It was reported that during an unknown procedure the er420 can not use , the tip can not fire reload. Clip was deformed or drop from jaw. There was no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance's / manufacturing irregularities] were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.